Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported inability to open the clip could not be replicated in a testing environment due to the returned condition of the mitraclip delivery system (cds), as the release pin was missing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from the lot. The investigation was unable to determine a conclusive cause for the inability to open the clip. However, as the release pin was missing and the threaded stud was disengaged from the actuator coupler, this is being further investigated for potential of a product issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
This is filed to report the device component separation noted during return good analysis. It was reported that during preparation of the mitraclip delivery system (cds), the clip did not open. Troubleshooting was performed with no success. The cds was not used and was replaced. There was no clinically significant delay during the procedure. Returned device analysis found that the threaded stud was disengaged from the actuator coupler. No additional information was provided.